Manufacturer narrative:
H6 update / correction: the annex f code f24 was previously applied in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. Regarding the previous report of repositioning of the pump being considered, it was clarified that instead it was re-implantation that was being considered meaning that resuming treatment using the pump was being considered. The pump was removed due to infection so the patient was not currently using a pump. The scheduled date of a new pump placement had not been determined. The explanted pump had been disposed of by the healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: n606904006, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at a daily dose rate of 185 mcg as of 2023 (B)(6) and ongoing via an implantable pump for cerebral palsy. Intrathecal baclofen therapy was initiated by implanting a new pump on 2016 (B)(6). It was further reported that the pump was later replaced on 2023 (B)(6). At the same time as the pump replacement surgery, both hip and bilateral hamstring muscle dissection surgery was performed. Postoperatively, the patient was immobilized in a cast with both hips abducted and knees extended. The patient was discharged from the hospital on the 8th day after surgery. The day after being discharged from the hospital, the patient visited for an emergency consultation and was diagnosed with dystonia status. It was further indicated that 13 days later the symptoms improved and the patient was discharged from the hospital. It was further reported that on 2023 (B)(6), three months after the replacement surgery, the pump region was swelling and overheating, and mrsa (methicillin-resistant staphylococcus aureus) was detected by culture of the puncture fluid. The pump was explanted in (B)(6) 2023. The date 2023 (B)(6)is considered an approximate date of pump explant (specific month and year known only). As of 2023 (B)(6), three months after pump removal, although the patient has spasticity, the patient didn¿t seem to be in pain. It was indicated that the risk of dystonia due to mixed cerebral palsy was high. The current dystonia trigger was invasive with simultaneous myo-dissection and replacement surgery. The event was caused by the immobilization of the cast. It was considered that this was due to the limitation of the amount of baclofen to be increased. Repositioning of the pump is being considered. Regarding dystonia (date of onset 2023 (B)(6), the causal relationship of the event to drug, catheter, pump, and programming was unrelated, but unknown if related to procedure. The outcome of the event regarding dystonia was recovered (date of outcome not specified).